Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable high elecsys hcg + beta test system result from the cobas 6000 e601 module. The initial result was 63.79 miu/ml and was reported outside of the laboratory. On (B)(6) 2021, the repeat result form by eclia was negative and the repeat result from an architect analyzer was negative. This result was considered correct. The sample was repeated and the result was 1.89 miu/ml the reagent lot number was 47048901 with an expiration date of 30-sep-2021.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.